Event description:
It was reported that on (B)(6) 2022, during a trochanteric fixation nail advanced (tfna) procedure a flexible screwdriver broke in half. There was no impact to the patient. Procedure outcome was unknown. This report is for a flexible screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Initial reporter is a synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.